Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed. Programming changes were made. About three weeks later during re-interrogation after the patient had been for a walk, episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. Further programming changes were recommended.